Event description:
The hcp reported that the pt was admitted to the hosp eleven days ago due to pneumonia and then began showing signs of withdrawal. The withdrawal had started about two days prior to the report. The hcp reported pt symptoms of hallucinations, sweating, shakes, muscle rigidity, abnormal blood sugar, chest pain, ringing in the ears, grinding teeth, lack of effect, and non-sensical continuous talking. The hcp was considering troubleshooting of the pump. The drug used in the pump is baclofen (dose and concentration unknown). Add'l info has been requested from the pt's hcp, but was not available on the date of this report.